Event description:
Per surgeon, the stapler being utilized and its reload were not working effectively. It was causing the patient to bleed more than usual which led to surgeon having to spend an additional amount of time to correct this. The stapler and reload utilized were as follows: covidien endo gia ultra universal stapler 12 mm ref: egiaustnd, covidien tri-staple 2.0 curved tip intelligent reload and introducer 45 mm vascular/medium ref: sig45ctavm. Charge nurse aware. Will be emailing supervisor and manager.